Event description:
The patient reported a change in therapy that began sometime after (B)(6) 2016. When the patient sits in a recliner or elsewhere, the amplitude increases from 4.5 to 6.0, which the patient stated was too high, and shocking. Stimulation changes were related to positional movement. The patient was walked through how to change the adaptive stimulation level for lying. This reportedly resolved the issue. The patient reset it to 4.70 which the patient stated was comfortable. It was confirmed that the amplitude remained at 4.70 after resetting the adaptive stimulation setting. The patient also reported a change in medication, noting that after nine years, the physician took the patient off oxycontin. The new medication wasn't doing the same thing. The patient called back on (B)(6) 2016 and reported wanting to have a manufacturer representative reprogram the settings. The patient was referred to the physician's office. Indication for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.